Event description:
Snared polyp with wilson-cook standard snare. Attempted to apply current to cut and cauterize. No current passed. Changed ground pad. Checked connections. Changed cautery units. Fortunately physician was able to disengage snare from polyp and use new snare which was successful without problems.